Event description:
Health care professional reports a blood leak noted into the dialysate at the onset of pt treatment. The dialyzer and blood lines were replaced and the treatment continued without incident. The dialyzer was reused 11 times prior to this event. The health care profesional reports no pt injury or medical intervention required.